Manufacturer narrative:
N/a.

Event description:
The customer reported a false positive result when testing a patient urine sample using the one step+ hcg urine strip test. The patient presented with abdominal pain and hematuria. The patient was sent to the emergency department for additional work-up, where it was determined that the patient was not pregnant. It was later stated that the patient had been hospitalized, however no additional details were provided. Attempts to obtain further information are ongoing. The customer reported a false positive result for an additional patient. See h10 for the related MDR number.